Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify battery out limit due to frozen display. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that display screen was frozen and was not able to rewind even after battery changes. Customer changed battery four times and issue was not resolved, insulin pump just beeped. Customer's blood glucose was 167 mg/dl. Customer was advised that insulin pump would be replaced.